Event description:
It was reported that the patient has experienced many more seizures within the past month. The physician indicated that he suspects the generator is nearing end of service. However, the near eos indicator is not tripped. Attempts for additional information from the physician have been unsuccessful to date.